Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0131 speech disorder and e0122 movement disorder/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient received multiple urgent low alerts from the dexcom cgm, which displayed a glucose reading of 40 mg/dl for approximately one hour. No manual bg tests were performed during this time. The patient reported experiencing symptoms including shakiness, cold feeling, slurred speech, and difficulty walking. In response, the patient consumed approximately 2.5 to 3 packs of capri sun juice and one whole wheat english muffin. Despite this, symptoms persisted. The patient¿s mother transported her to the hospital. Upon arrival, the cgm reading had increased to 67 mg/dl, while a manual bg test showed a reading of 213 mg/dl. The patient was admitted to the intensive care unit (ICU) on the same day and treated with intravenous insulin, tylenol (paracetamol), and potassium. The patient remained hospitalized for nearly three days and was discharged on (B)(6) 2025, at 2:00 pm. At the time of this report, the patient was reported to be in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Upon arrival at the hospital, the patient's glucose was checked and found to fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.